Event description:
It was reported that the patient came into clinic on (B)(6) 2025 due to a backup battery (ebb) fault alarm. The ebb was replaced with no issue and the alarm was resolved. Upon interrogation of the left ventricular assist device (lvad), there were multiple low speed advisories and pump off alarms. The patient stated that power goes out in their house often, and attributed the events to the power outages, but the site was concerned that the ebb should be kicking in to keep the lvad running. The first ebb fault alarm reported by the patient was (B)(6) 2025, while the pump off events occurred in (B)(6). Log files were sent, but they were initially corrupt and new files need to be sent.

Manufacturer narrative:
Section b3 - event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed the reported pump stops which were consistent with suspected driveline damage. The submitted log file contained events spanning from 05mar2025 through 03apr2025, per the timestamps. The pump¿s fixed speed was set to 8800 revolutions per minute (rpm) with a low speed limit of 8400 rpm. On 06mar2025 at 01:55:00, the pump began struggling to maintain the set speed while the system controller was connected to the power module, stopping at 01:55:02. The pump restarted and continued to maintain the set speed. Two additional pump stops were captured on 09mar2025 and 10mar2025. The abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricle assist system (lvas) instructions for use (IFU), revision, rev. A, and the heartmate ii patient handbook rev. A are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.